Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 187 mg/dl and 90 mg/dl. Customer has 2 meters; does not know which meter was used. No quality controls were run during the call. No adverse event reported. Customer reports he has no product to return; a replacement was sent.

Manufacturer narrative:
.